Manufacturer narrative:
Sections with additional information as of 05-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note manufacturer attempted to contact customer in a follow-up call on several occasions to ensure the initial concern was resolved - unable to establish contact with customer

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 171, 204, 221, 173 and 155 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result is 110 mg/dl; customer takes medication and drinks before testing. At the time of the initial call, the customer reported having a headache; when technician contacted customer, customer did not report any symptoms and was feeling well. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/19/2022 and test strips are being handled properly (open vial date was not disclosed). The meter memory was reviewed for previous test result history: (B)(6).